Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported fractured PICC. Patient treatment was delayed and altered. Extravasation of oxaliplatin. Fracture seen in line at 10 cm. No complications during insertion. Trim length 49 cm, external length 5 cm, internal length 44cm, inserted in left basilic vein. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split in the catheter was confirmed. The product returned for evaluation was one 4fr sl powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and a longitudinally aligned split was observed between the 8 cm and 9 cm depth markers. Adjacent to the split was deformation of the catheter tubing which contained physical features associated with material fatigue. The characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) repetitive kinking of the indwelling catheter appears to have contributed to the observed split; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. A measurement of the catheter outer diameter, inner diameter and wall thickness were taken. The catheter was found to be within specification. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported fractured PICC. Patient treatment was delayed and altered. Extravasation of oxaliplatin. Fracture seen in line at 10 cm. No complications during insertion. Trim length 49 cm, external length 5 cm, internal length 44cm, inserted in left basilic vein. No other information was provided. Additional information received: leaking upon routine flushing. Line removed and fracture seen in line. The fracture was discovered after the removal of the line. 21 days post insertion. Delay on administration of anticancer treatment. Re-insertion of PICC. Big psychological impact.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. One photograph of a powerpicc catheter was returned for evaluation. An initial visual observation of the photograph showed a circumferential split in the catheter tubing. No details of the damage could be discerned from the returned photograph. Use residue was observed on the sample in the returned photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported fractured PICC. Patient treatment was delayed and altered. Extravasation of oxaliplatin. Fracture seen in line at 10 cm. No complications during insertion. Trim length 49 cm, external length 5 cm, internal length 44cm, inserted in left basilic vein. No other information was provided. Additional information received: leaking upon routine flushing. Line removed and fracture seen in line. The fracture was discovered after the removal of the line. 21 days post insertion. Delay on administration of anticancer treatment. Re-insertion of PICC. Big psychological impact.